Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 419 mg/dl at the time of the incident. Customer reported insulin pump had blank screen. Customer reported frozen display. Customer reported time clock did not advance. Customer reported the insulin pump buttons were not responding. It was unknown whether auto mode feature was active during reported event. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged frozen display, unresponsive keypad, blank display, and high bg found on (B)(6) 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. No frozen screen or blank display anomalies noted during analysis. Unable to confirm alleged unresponsive keypad. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board, motor, and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a insulin pump error fatal alarm confirmed in the history files on (B)(6) 2022 20:46:00.000 due to moisture damage on the force sensor. Unable to confirm force sensor zero offset due to moisture damage on force sensor connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, stained keypad overlay, partially broken retainer, cracked case-corner of belt clip rails, and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to insulin pump error. Insulin pump error alarm confirmed due to moisture damage. Insulin pump exposed to moisture confirmed at the electrical board, motor, and force sensor. No frozen screen or blank display anomalies noted during analysis, frozen screen and blank display not confirmed. Unable to confirm alleged unresponsive keypad. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.